Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient was scheduled for intracranial endovascular therapy for occlusion of two left paraophth almic aneurysms with a flow diverter. The devices were adequately prepared, and adequate measurements of the vessels were performed. The phenom 21 microcatheter was advanced to the left middle cerebral artery. The pipeline vantage 3.50x20 was advanced, however dis tal opening was not achieved despite multiple maneuvers, so it was decided to change the device for a new one. All devices are prepared properly and the pipeline vantage 3.25x20 flow diverter was advanced and released without complications. The procedure is performed without any complications. The patient wakes up without any neurological or hemodynamic deficit. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, ruptured left paraophthalmic aneurysms. The max diameter of the inferior aneurysm (unruptured) was 5mm and the max diameter of the superior aneurysm (ruptured, initially treated on december 18, 2023 with coils) was 9mm aneurysmal residue. The neck diameter of the inferior aneurysm was 4mm and the neck diameter of the superior aneurysm was 7mm aneurysm residue. The landing zone was 2.9mm distally and 3.2mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered. Platelet reactivity units (pru) level was there was no availability to perform aggregometry. Clopidogrel 75 mg every 24 hours and acetyl salicylic acid 100 mg every 24 hours were administered 7 days prior to the procedure. Angiographic result post procedure was satisfying. Ancillary devices include a 8fr sheath, neuron max guide catheter, phenom 21 microcatheter, traxcess guidewire, navien 058.

Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage shield embolization device and phenom 21 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline vantage shield outer carton; and within dispenser coils. The pipeline vantage shield pusher was returned outside the phenom 21 catheter. Damage location details: no bend found on the pipeline vantage pusher. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, arms or with the proximal bumper and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline vantage shield were found fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~18.8cm from proximal end. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 21 catheter was measured to be within specification. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.021¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline vantage shield could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline vantage shield more than two times. It is possible that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.